Manufacturer narrative:
Infection is a known complication of guided bone regeneration procedures. The unit was not returned, so the device could not be inspected. The lot history was reviewed and the product was verified to have been manufactured correctly and sterilized via a validated sterilization cycle, and no discrepancies were found. Ptfe is a bioinert material. There are many clinical factors that could lead to this event, and based on the review of the lot history and complaint trending, we do not believe this was device related.

Event description:
Doctor reported infection with inflammation at tooth site 45. Augmentation was performed before implantation on (B)(6) 2021. Removal of stitches was on (B)(6) 2021 and infection was found out on (B)(6) 2021. Doctor uses this method with puros and copios products. Doctor believes that the ptfe membrane has caused the inflammatory reaction. Doctor performed rinsing and prescribed medicaments and antibiotic therapy.